Event description:
Instrument failure - the anterior-posterior (ap) sizer in the empowr set used in the first knee today is not calibrated correctly. The surgeon has had an issue with notching the femur twice and when he put the ap sizer on he said look at this, it read size 5/6 in the window. He angle winged and used the drill bit through the anterior slot on the 4-1 cutting block and 8 was the appropriate size. If he had cut a 6 like the ap sizer read, he would have notched his third femur in the last couple of weeks.

Manufacturer narrative:
Explant date: should have been blank on the initial MDR; this instrument failure occured during the primary surgery. Manufacturer narrative: the reason for this complaint was to report an instrument failure during the primary knee surgery using the empower system. The event occurred during surgery near the patient. Another suitable device was available, the surgery was completed as intended without delay. The surgeon reported a significant adverse event. No information was reported regarding the patient. A review of receiver and work order records indicates that only one order of these parts had been received and processed prior to the reported incident. The lot numbers are below: part no. Lot no. Work order: qty: release date: ncmrs: 800-05-006, po169622l03, (B)(4), 60, 17jul2015, no ncmrs. 800-05-002, po169622l04, (B)(4), 60, 14jul2015, no ncmrs. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. All parts conformed to design and manufacturing specifications at the time of manufacture. No ncmr's were associated with this part. A review of the complaint history was conducted. This was the first complaint received against this part number. Examination of a similar part from inventory indicates a loose interface between the stylus and the sizer. Due to concerns about incorrect sizing possibly increasing the risk of femoral notching during surgery, this issue should be investigated further. (B)(4) will be performed to assess patient risk related to this issue. CAPA (B)(4) has been opened to investigate root cause and determine corrective action.